Event description:
Conmed pencil cautery unit in use during total hip arthroplasty surgeon noted loss of power and requested esu to be increased from 4 to 6. Surgeon then noted sparks from hand unit; upon examination noted 7 x 8 mm hole in pencil sheath. Unit removed from field.